Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3):t he minor lucencies reported may have been the result of femoral and/or tibial loosening. The cause and extent of the lucencies cannot be confirmed as radiographs were not provided and the patient has not been revised.

Event description:
As reported by the exactech knee replacement study, the 68-year-old male patient had a right tka on (B)(6) 2013. The patient presented with loosening - minor lucencies to right knee. The outcome of this event is considered continuing and the report indicates that the action taken is other ¿ monitor then review, plus x-ray in 2 years time. The case report form indicates that this event is definitely related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 200-02-35 - three peg patella 35mm (h3) pending evaluation

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. The following sections were corrected: d1, d4: catalog number and UDI unknown, g4:510k unknown due to specific device not being reported, h6. The minor lucencies reported may have been the result of femoral and/or tibial loosening. The cause and extent of the lucencies cannot be confirmed as radiographs were not provided and the patient has not been revised. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6 corrected the following: health effect - clinical code, and component code.